Manufacturer narrative:
(B)(4).

Event description:
Data has been received for evaluation. The problem was confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 , that the signal loss alarm did not sound on smart device. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.